Event description:
Medtronic received information from a user facility report that during the cpb procedure, the inlet line to oxygenator became disconnected. The line was immediately reconnected to the oxygenator without any adverse patient or user consequences. The device is being held at the facility and therefore, was unavailable for analysis. In addition, the lot number for the custom tubing pack could not be obtained. It was noted that this custom tubing pack specification does not include an oxygenator. The user incorporates another manufacturer's oxygenator for use during cpb procedures.

Manufacturer narrative:
Lot number could not be obtained, therefore, the device history could not be reviewed. Results = the product was not returned for analysis. Conclusion = cause of event cannot be determined. Analysis: the lot number was not able to be obtained and the device was not returned for analysis. Therefore, we were unable to perform analysis or device history review for this product. Based on the information provided, the cause of this event cannot be determined. This pack does not contain a medtronic oxygenator. The disconnection occurred in the circuit where the user connects the oxygenator. The cause of this issue is not related to the tubing pack manufacturing process. There were no adverse patient or user outcomes reported. Medtronic will continue to monitor the field performance to detect similar events, should they occur.